Event description:
Stopped cutting.

Manufacturer narrative:
Due to the nature of the complaint the unit was not tested because of the possibility of pt contact. The unit was sent to tenex before an rga was assigned and essential info was received. It is not possible to verify an assignable cause for the failure because the unit was not evaluated. Per customer service, when they called the facility, the facility did not have any info for the complaint. Customer service expressed the importance of the info and informed them of returns process for future returns. Insufficient info for a complete investigation. The DHR for lot 05713-03 was reviewed. The units met mfg specs before released and there were no issues related to the complaint. There were (B)(4) units released from lot 05713-03. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4).